Manufacturer narrative:
The field service engineer (fse) did not identify any issues. Qc and precision results were acceptable. An abnormal aspiration alarm was observed on the customer's alarm trace data suggesting possible poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for gluc3 glucose hk (gluc3) on a cobas 8000 c 502 module. The initial result was 153 mg/dl. This result was reported outside of the laboratory. The sample was repeated twice with results of 94 mg/dl and 93 mg/dl. The repeat results were believed to be correct. A corrected report was issued. The gluc3 reagent lot number was 45247201 with an expiration date of 30-apr-2021.